Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was 442 mg/dl at the time of incident. Customer also had 277 mg/dl blood glucose reading. The cause of the issue is the occlusion. Customer declined to troubleshoot high blood glucose reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.